Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user had inconsistent meal announcements and suboptimal insulin use, after which customer support assisted with a factory reset and provided coaching on algorithm behavior, consistent diet, proper meal announcements, and low-glucose correction. Symptoms included episodes consistent with glycemic variability due to missed meal announcements. Outcomes included user education and device reset to restore standard operation without hospitalization or alarms. Investigation included a review of use patterns and coaching on correct operation. Investigation of this case revealed user-related use error with missed meal announcements contributing to glycemic variability, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use not in accordance with labeling.